Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time and not expected to return. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek vantus meter serial number (B)(4) when compared to a laboratory result using the dade innovin with sysmex ca-7000 method. At 12:00 p.m. The meter result was 6.0 inr and between 12:00 p.m. To 2:00 p.m. The laboratory result was 2.5 inr. On (B)(6) 2020 between 10:00 a.m. To 12:00 p.m. The meter result was 6.0 inr and between 12:00 p.m. To 2:00 p.m. The laboratory result was 2.5 inr. It was noted that the patients finger was strongly squeezed both times. The laboratory results were believed to be correct. The patient's therapeutic range is 2.5-3.5 inr and tests twice a week. The patient is feeling okay and is sometimes tired.